Manufacturer narrative:
A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A consumer reported that there were footswitch and irrigation/aspiration errors during surgery. The procedure was completed with no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was confirmed. A footswitch was ordered for the customer to install. The footswitch was replaced to address the issue. The footswitch was returned for an evaluation. The system was tested and found to meet product specifications. The product met specifications at the time of release. A footswitch and cable were received. A visual assessment of the returned samples did not reveal any visual nonconformity. The returned enhanced footswitch and returned footswitch cable were connected to a calibrated system hotbed. The system was powered on and the footswitch was tested. No nonconformities were observed. The footswitch and cable were then tested and found to meet specifications. The system and the returned samples were found to meet product specifications. Therefore the root cause cannot be determined. (B)(4).